Event description:
It was reported that when fluid was injected during preparation of the microcatheter, a pin hole was observed at the tip. There was no reported clinical consequence to the patient. The procedure was successfully completed with another of the same device.